Event description:
Reporter states access port was replaced. New port was injected with saline, however physician was unable to withdraw saline. Physician opted to use a backup device to complete the surgery.